Manufacturer narrative:
Age: 68 years / (B)(6) 1946. Date received by manufacture: 2/16/2016. Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported patient with metallosis, partial rupture of abductor tendons, increasing metal ions without lab results, and slight corrosion at the taper. The complaint was updated on: (B)(6) 2016. (B)(4). Depuy still considers this investigation closed at this time

Event description:
Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported patient with metallosis, partial rupture of abductor tendons, increasing metal ions without lab results, and slight corrosion at the taper. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, and toxicity to the metal in the body.

Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.